Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg)'s battery depleted abnormally. It was noted that the epg failed incoming functional test and showed multiple error codes in the logs. The main pcba (printed circuit board assembly) was replaced and the reported issue was resolved. Additionally, it was noted that the display module is fasten on upper case and was not possible to unscrew 2 out of 4 screws of display. The display module, upper case, and associated other parts were replaced. The epg passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg)'s battery depleted abnormally. There was no patient involvement.